Event description:
Boston scientific received information that this implantable lead had dislodged. A lead revision procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Approximately 31 centimeters from the terminal pin, the polyurethane tubing had been cut and then torn apart with the coils being stretched and kinked at the same location. Dried blood was noted in the lead body. No detailed testing was performed. The clinical observation was not able to be confirmed.